Event description:
The company was informed that the pt had swelling, redness, and skin irritation at the implant site and developed a fever. The pt was admitted to the hospital on (B)(6) 2012 and put on IV ancef. The pt was prescribed oral keflex for another 8 days and discharged from the hospital on (B)(6) 2012. The pt's implant site is still being monitored.